Event description:
It was initially reported that the pt's programmer did not give a bolus of medication. It was later reported that the pt's physician suspected that the pt's pump malfunctioned. The pt had an increased level of pain since the previous pump medication refill. It was found that the pump reservoir contained a greater amount of residual medication than was expected. It was suggested that the pump may have been stalling or not functioning appropriately. The pt was given oral medication to provide analgesic effect. The pt was scheduled for a screening MRI to rule out a catheter tip granuloma. The pt's last MRI was one year previous. The pt's pump was removed and replaced. It was noted that the pt recovered with sequela. The pt's pump contained fentanyl at a concentration of 1,500 mcg/ml and a dosage of 449.7 mcg/day. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.